Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male contacted zoll to report that he had taken off the lifevest due to a severe irritation under two of the electrodes. The patient reported that the spots were broken open and bleeding. The patient reported that he had not spoken to his doctor. The patient ended use of the device the same day due to skin irritation. There was no follow up on the severe irritation to see if it healed.